Event description:
Reporter indicated that the patient had experienced drop attacks. It was reported that the patient's seizure type changed from tonic clonic to atonic seizures. Physician described the atonic seizures as drop attacks. It was stated that the change in seizure type corresponded to an increase in duty cycle.